Manufacturer narrative:
Review of log files revealed various errors for the catheter amplifier board which could be attributed to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported self test and error message was isolated to the catheter amplifier board in slot 7.

Event description:
During an ablation procedure, there was a flashing amber light and an error message was encountered that required a reboot of the amplifier. Upon rebooting the amplifier, the light would not turn green and would continue to flash amber. Multiple reboots were performed with no resolution. The case was cancelled.